Event description:
The patient received four (off-label) scs leads with the same lot number. It was reported the patient is receiving stimulation along her pain pattern (migraines), however, the scs system has not been providing relief since a month after implant. Reprogramming has been attempted several times. X-rays do not reveal any anomalies. The patient has turned off stimulation. The patient will be consulting with the physician to determine the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.